Manufacturer narrative:
Other text: h6: event methods, evaluation, and conclusion codes: updated. One warmer device was received for investigation. During visual inspection the device was observed to have a damaged display, a faulty heater assembly, and a bent micro switch. The reported issue was confirmed during functional testing, when the device activated a continuous "no disposable" alarm. The investigation traced the issue to the device microswitch, which was observed to be bent. The investigation attributed this condition to user interface, and the device microswitch, circuit board and heater assembly were replaced after preventative maintenance. A review of manufacturing device history records found no related issues for the reported serial number.

Manufacturer narrative:
Other text: b3: date of event, no information has been provided to date. D4: UDI number unknown. Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when required.

Event description:
It was reported that the device kept alarming and would not shut off. No patient harm or involvement reported.